Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the 10mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) product ruptured at 5 atm. A same-size product from another company was used instead and expanded without any issues. There was no reported injury to the patient. This was during a endovascular thrombectomy (evt) of the iliac vein. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82327905 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst - at/below rbp¿ could not be observed as the device was not returned for analysis. The exact cause could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, without the return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 10mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) product ruptured at 5 atm. A same-size product from another company was used instead and expanded without any issues. There was no reported injury to the patient. This was during a endovascular thrombectomy (evt) of the iliac vein. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.